Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the segment fluid damage, the down pulley wire fluid damage, the right pulley wire fluid damage, the insertion flexible tube coating damage, the light guide cable coating damage, the segment steel braid broken, the remote control buttons perforated, the operation channel (primary) buckled, the suction channel buckled, the angle wire play, the control body corroded, the lg connector corroded, the shield cover corroded, the water nozzle missing, the nozzle gluing missing, the root brace rubber (lg control body) cut, the root brace rubber (lg connector) cut, the objective lens scratched, the junction case loose, the lg prong top loose, and the distal body worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.